Event description:
The patient was being transferred from the bed to the bath. No evidence of problems with the lift. After the bath, the patient was moved back to the bed to get in his clothes. When he was positioned above the bed, the lift motor stopped. The caregiver continued with the transfer. A loud noise was heard and the patient fell approx 2" onto his bed. No injuries were alleged. The cord to the hand control was completely broken.

Manufacturer narrative:
(B)(4). The lift has returned to manufacturer for investigation. It was found to be in good working condition. The only problem found was that the connection from the cord to the hand control had been pulled apart, possibly by force. No failure could be found on the lift that could have caused the alleged incident. The customer has been contacted several times, no additional information was provided.